Event description:
Aggressive adhesive leaving redness on patient's skin.

Manufacturer narrative:
Eval - method: sample was not returned. Design history had biocompatibility performed, part of which includes contact with skin. Results: no failure detected. Conclusion: device operated within specifications.